Manufacturer narrative:
The complainant advised that the "routine overnight" protocol executed in retort a at 7:45 on (B)(6) 2018, which comprised approximately (B)(4) cassettes could not be identified from the instrument logs provided. However, evaluation of the instrument logs indicates that sub-optimal tissue processing identified was most likely derived from the "2. Routine weekend" protocol comprising (B)(4) cassettes which started in retort b at 16:05pm on (B)(6) 2018 and completed at 07:30am on (B)(6) 2018; and the "1. Routine overnight" protocol comprising (B)(4) cassettes which started in retort a at 15:50pm on (B)(6) 2018 and completed at 07:03am on (B)(6) 2018. Manufacturer evaluation of the instrument logs showed that bottle 8 (ethanol) was not in contact with the corresponding sensor for approximately 58 seconds at 13:13pm on (B)(6) 2018, which is not sufficient time to replace the reagent. The station properties were reset at 13:14pm on (B)(6) 2018; and a user affirmed in the instrument software that the ethanol concentration in bottle 8 was to be set to the default concentration of 100% at 13:14pm on (B)(6) 2018. Bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately 59 seconds at 13:25pm on (B)(6) 2018, which is not sufficient time to replace the reagent. The station properties were reset at 13:26pm on (B)(6) 2018; and a user affirmed in the instrument software that the ethanol concentration in bottle 5 was to be set to the default concentration of 100% at 13:26pm on (B)(6) 2018. Although a user affirmed in the instrument software that the ethanol concentration in bottles 8 (ethanol) and 5 (ethanol) was to be set to 100% at 13:14pm on (B)(6) 2018 and 13:26pm on (B)(6) 2018 respectively, the actual ethanol concentration of the reagent in bottles 8 and 5 remained as 98.1% and 97.7% respectively, because neither bottle was removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. As the reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type, the reagent in bottle 8 (ethanol) was used for the final dehydration step in the "2. Routine weekend" protocol started in retort b at 16:05pm on (B)(6) 2018; and the reagent in bottle 5 (ethanol) was used for the final dehydration step in the "1. Routine overnight" protocol started in retort a at 15:50pm on (B)(6) 2018. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at both 13:13pm on (B)(6) 2018 and 13:25pm on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottles 8 (ethanol) and 5 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint indicating "...tissue is coming out crispy" from a protocol executed in retort a. The complainant reported that: "the instrument did not report any failures and completed the run okay. There were 80 blocks in the retort and the user thinks that the tissue should be ok. They have looked at all the reagents and cannot see anything wrong with them". On (B)(6) 2018, a leica field service engineer (fse) visited the customer site in order to investigate the circumstances involved in this complaint. The fse documented the following: "customer reported that the poor processing had occurred on the overnight run on the (B)(6), another run had been carried out on the (B)(6) before they realised there was an issue however this run processed correctly". On (B)(6) 2018, leica biosystems received information that all tissue samples which exhibited sub-optimal processing were diagnosable; and re-biopsy has not been recommended as a consequence of the circumstances involved in this complaint. (This information was received by (B)(6) on (B)(6) 2018).